Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports circumferential peristomal white and bumpy skin where his stoma meets his skin. Customer reports he has had this area for quite a while. The date when event occurred could not be obtained. He then developed red and raw skin at 1200 and 600 o'clock which measures approximately 13mm. These red and raw areas began to bleed so he saw his ostomy nurse who applied silver nitrate to the areas. No bleeding noted at this time. His stoma is oval in shape but he uses a pre-cut convex skin barrier. Recommend a moldable convex skin barrier. His ostomy nurse recommended an eakin cohesive slim to his peristomal skin. He uses a hollister ostomy belt. He uses acetone to his peristomal skin. Instructed to use adhesive remover instead of acetone to his peristomal skin. He uses dial soap to cleanse his peristomal skin. He uses 3m no sting spray to his peristomal skin. Instructed on crusting with stomahesive powder followed by a no sting protective barrier. He uses coloplast brava strip paste to his peristomal skin. He usually changes his wafer ever 4-5 days. He also reports a red and raw area from 500-700 o'clock where the edge of the flange comes in contact with his skin; this area is narrow. He usually applies a band-aid to the area for cushion. Product use and skin care instructions provided.